Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the device was explanted. The date of explantation and reason for explantation were not reported. Additional information has been requested, but has not been provided as of the date of this report, (B)(6), 2013.